Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as burning broken skin. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended the patient clean the area with mild soap. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.